Event description:
It was reported that chest pain occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was implanted. Shortly after the two-year follow up, the patient was noted to have severe chest pain. The patient was hospitalized. The patient is reported to be in remission. No additional information is known.